Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The device was returned to the manufacturer's product investigation laboratory for investigation. During investigation the manufacturer-initiated therapy with the device and verified airflow, using the customer supplied power supply and ac power cord. Potential insect infestation on humidifier docking lugs. Intermittent power loss. Possibly a faulty j8 dc power jack on the pca. Humidifier on indicator cr11 led inoperative. Possibly a faulty led. The air outlet port had dust-like and hair-like contamination in it. Air inlet had tan dust-like contamination in it. Pca had dust-like contamination all over the top of it. Dust-like contamination on the top of the blower box lid and surrounding area. Dust-like and hair-like contamination on the top of the blower motor and inside of the blower box. Bottom enclosure had dust-like contamination in it. Air inlet seal had yellowed and dust-like contamination on it. The sound abatement foam was intact and had dust-like contamination on top of it. During the evaluation seven error codes were observed. Flip lid seal had unknown dust-like contamination on it. Potential mineral deposits on flip lid seal. White and tan dust-like and hair-like contamination, throughout humidifier enclosure. White and tan dust-like contamination on and under the heater plate. White dust-like contamination on the dry box seal. Potential mineral deposits on dry box seals. Potential significant mineral deposits inside water tank. Tan dust-like contamination in the iso port (international organization of standardization). The contamination found in the humidifier enclosure are considered not to be in the airpath. The source of contamination was most likely external to the device. Evidence of sound abatement foam degradation/breakdown was not observed in this device. The source of contamination was most likely external to the device. Box d and e were updated in this report.